Event description:
The customer observed erratic alinity I free t4 for multiple patients. The following results were provided (reference range 9 - 19 pmol/l): (B)(6) 2025, sid (B)(6), initial ft4 result (B)(6)= 7.8 pmol/l; repeat result= 11.7 pmol/l, (B)(6) 2025, sid (B)(6), initial ft4 result (B)(6)= 33.2 pmol/l; repeat result= 12.1 pmol/l, (B)(6) 2025, sid (B)(6), initial ft4 result (B)(6)= 27.8 pmol/l; repeat result= 18.8 pmol/l, (B)(6) 2025, sid(B)(6) , initial ft4 result (B)(6)= 35.8 pmol/l; repeat result= 15.4 pmol/l, (B)(6) 2025, sid(B)(6) , initial ft4 result (B)(6)= 29.9 pmol/l; repeat result= 16 pmol/l, (B)(6) 2025, sid(B)(6) , initial ft4 result (B)(6)= 25 pmol/l; repeat result= 18.6 pmol/l, (B)(6) 2025, sid(B)(6) , initial ft4 result (B)(6)= 24.9 pmol/l; repeat result= 17.9 pmol/l, (B)(6) 2025, sid (B)(6), initial ft4 result (B)(6)= 65 pmol/l; repeat result= 17.3 pmol/l. (B)(6) 2025, sid (B)(6), initial ft4 result (B)(6)= 29.2 pmol/l; repeat result= 17 pmol/l there was no impact to patient management reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I free t4 reagent with unknown lot. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending did not identify any trends. Device history review did not identify issues associated with the customer¿s observation. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I free t4 reagent.

Event description:
The customer observed erratic alinity I free t4 for multiple patients. The following results were provided (reference range 9 - 19 pmol/l): on (B)(6) 2025, sid (B)(6), initial ft4 result (B)(6) = 7.8 pmol/l; repeat result= 11.7 pmol/l on (B)(6) 2025, sid (B)(6), initial ft4 result (B)(6) = 33.2 pmol/l; repeat result= 12.1 pmol/l on (B)(6) 2025, sid (B)(6), initial ft4 result (B)(6) = 27.8 pmol/l; repeat result= 18.8 pmol/l on (B)(6) 2025, sid (B)(6), initial ft4 result (B)(6) = 35.8 pmol/l; repeat result= 15.4 pmol/l on(B)(6) 2025, sid (B)(6), initial ft4 result (B)(6) = 29.9 pmol/l; repeat result= 16 pmol/l on (B)(6) 2025, sid (B)(6), initial ft4 result (B)(6) = 25 pmol/l; repeat result= 18.6 pmol/l on (B)(6) 2025, sid (B)(6), initial ft4 result (B)(6) = 24.9 pmol/l; repeat result= 17.9 pmol/l on(B)(6) 2025, sid (B)(6), initial ft4 result (B)(6) = 65 pmol/l; repeat result= 17.3 pmol/l on (B)(6) 2025, sid (B)(6) initial ft4 result (B)(6) = 29.2 pmol/l; repeat result= 17 pmol/l there was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: sample ids = (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.